Event description:
A customer reported that a male patient was scheduled for cataract surgery. Before the surgery, it was found that vitrectomy knife was not working.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The provided lot information represents the specific custom pak but it didn't allow to identify what specific device (neither the article number nor the production batch number) the issue occurred on. Generally, all product and batch history records at investigation site are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Additional details was requested but no information was provided, no was a sample returned to the manufacturing site for evaluation. The investigation is therefore concluded without confirming the event or finding a possible root cause for it. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. All complaints are reviewed and monitored at regular intervals for adverse trends. The manufacturer internal reference number is: (B)(4).